Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown; however, it was reported that the occurrence is known to have happened approximately one week prior to the event being reported to baxter. A batch review cannot be performed since there was no lot number provided. The sample was not received for evaluation. The customer reported condition could not be confirmed and the root cause was not identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set separated. During the administration of a bolus dose of saline, the clearlink y-site closest to the patient separated from the tubing. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.